Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to an unknown product performance issue. This lead was successfully replaced prior pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis identified that helix difficulty observation was caused by dried blood in the helix housing.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to low amplitude. After attempting to reposition the lead, it was also noted to have exhibited helix extension issues. This lead was successfully replaced prior pocket closure. No adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to low amplitude. After attempting to reposition the lead, it was also noted to have exhibited helix extension issues. This lead was successfully replaced prior pocket closure. No adverse patient effects.